Event description:
Patient initials: (B)(6). Date of awareness: (B)(6) 2023. Provider rems ID: (B)(6). Reporter: provider hospitalization start date: (B)(6) 2023, hospitalization end date: (B)(6) 2023. 38yof with pmh on infusion with r sided hickmann catheter admitted for catheter line infection and cellulitis. Patient underwent catheter removal in or and treated with IV antibiotics.